Event description:
*Literature case* "image-based computer-assisted total knee arthroplasty leads to lower variability in coronal alignment" author: jan victor, md; and davy hoste, md. In this study there were 100 patients bearing genesis ii. It was reported that a patient suffered from deep vein thrombosis. It is unknown how the event was treated.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation, therefore product analysis could not be performed. So the reported event could not be confirmed. The clinical/medical team concluded, the data presented in the literature review article indicates that a patient experienced a dvt (deep vein thrombosis). It is unknown how the issue was treated. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.